Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis identified that there is a puncture hole in the insulation noted from the tip, consistent with a back-loaded guidewire escaping the lumen. Intact lead conductors and no blockage in the lumen were noted. The allegation against the lead was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to damage observed on insulation. This lead was never in service. No adverse patient effects were reported.